Event description:
It was reported that a patient presented in-clinic with arrhythmia and shortness of breath. Upon interrogation, the patient¿s pacemaker was found to have exhibited low pacing impedance and failure to capture, with malfunction alleged on the pacemaker. The pacemaker was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
Correction: h6: codes should reflect device not returned.